Event description:
Facility reports that they were transporting a pt in a sabina lift when a caster came off. They alleged a staff member received an injury to his/her leg. No injury was reported to the pt.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.